Manufacturer narrative:
The manufacturer was previously received a voluntary medwatch (mw5102982) alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to require hospitalization. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the device externally and found evidence of water ingress in the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown the device's event logs were downloaded and reviewed. The manufacturer found 1 instances of e130 and 1 instances of e53. The manufacturer concludes there was evidence of water ingress in the blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.

Manufacturer narrative:
Previous report has incorrect h3 section. H3 section has been corrected in this report.

Event description:
The manufacturer received a voluntary medwatch (mw5102982) alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to require hospitalization. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.